Event description:
The device was used for a bowel resection on a 250 lb, 25 yr old pt. The surgeon performed a functional end-to-end anastomosis. The surgeon stitched the distal end of the device staple line. The pt developed peritonitis. A laparotomy was performed and another anastomosis was performed.